Event description:
Patient was wearing a pod on the leg for between 37 to 48 hours. The patient¿s parent reported blood glucose of 387 mg/dl that did not respond to correction doses of 4 units and 6.85 units of insulin. The patient developed vomiting, weakness, shortness of breath, and abdominal pain. The pod was removed at home prior to seeking medical care, and a new pod was applied. On (B)(6) 2026, the patient presented to an emergency department and was subsequently transferred to a hospital on (B)(6) 2026. The patient was diagnosed with diabetic ketoacidosis and received intravenous fluids for dehydration. The newly applied pod was reported to be suspended for approximately 2 hours during medical treatment and was then reactivated. Upon removal of the initial pod, the cannula was reported to be slightly bent. The patient was discharged on (B)(6) 2026 following treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.